Manufacturer narrative:
(B)(4). The customer reported to the technical support engineer (tse) that when the entire graphic user interface (gui), with cable, was swapped; the alarm ceased. The tse troubleshot this issue with the customer over the phone. The action recommended by technical support engineer (tse) corresponds with accepted service practices for the device. The tse recommended that a customer support engineer (cse) be dispatched for a service call.

Event description:
It was reported that while in use on a patient, the graphic user interface (gui) on the breath delivery unit (bdu) of the ventilator became inoperable. The patient was removed from the ventilator and placed on an alternate ventilator without any reported harm. There is no report of death or serious injury associated with this event.